Event description:
Per the clinic, the device was explanted due to hearing loss and inadequate device retention related to insufficient magnet strength, resulting in poor processor stability through the scalp. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery, with the internal receiver positioned more laterally in relation to the temporalis muscle to improve retention.